Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Customer technical support provided assistance in resetting the pump, and the customer was informed to continue using the pump and to call back if any issues recur. No further incidents were reported after resetting.